Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 134 mg/dl. Customer had already placed 2 fresh batteries but the insulin pump still wouldn't turn on and would only show a blank display. Troubleshooting was performed. Customer reports the time clock was not advance. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.